Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this product is april 30, 2015.

Event description:
Boston scientific received information that the estimated longevity for the device decreased more quickly than expected. Analysis of device data revealed that higher power consumption periods correlated with radio frequency (rf) overuse, which indicates that the device used more time than expected to communicate with the communicator. The patient was contacted to discuss methods to minimize rf interference. This communicator remains in service. No adverse patient effects reported.